Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead implanted (B)(6) 2005. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient experienced hot flashes and chest pain. It was reported the patient also experienced dizziness at home and fell and hit their head. They were transported to hospital where it was noted alarms had sounded during the night which were not noted at the time. An electrocardiogram was performed which was normal, however the patient then experienced cardiac arrest and died shortly thereafter. An implantable pulse generator (ipg) malfunction was suspected.